Manufacturer narrative:
The customer contacted a customer care center specialist, (ccc). A customer service engineer (cse) was dispatched to the customer site. The cse reviewed instrument data. The cse performed two washes and cleaned and filled the bulk bottles. The cse performed the cell blank and lamp energy. Customer completed quality control (qc) and set up. Siemens headquarters support center (hsc) reviewed the information provided and concluded the following: the account was switching over from a temporary water source to the permanent direct plumbed line. The water that was in the permanent lines had not been flushed or filtered upon installation of the lines. When the systems were connected to the water lines they notices issues with ca, phosphorus and the enzymes all of which are affected by water. The water was contaminated. The water lines were flushed and the systems were put through several washes to purge the system lines. Once the permanent water lines had been flushed and filtered and the analyzer lines cleaned, calibrations and quality control (qc) were performed. The cause of the discordant, calcium, phosphorus and enzyme results was due to poor water quality from the permanent water line feed. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, calcium (ca) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The customer changed their plumbing system to a direct plumbing system with their advia chemistry xpt instrument. After switching to the new plumbing system, the customer re-ran patient samples. The customer reported they had seen calcium values in the 5-6 range, which was low, normal values were around 8. Some reruns were not within the expected range. Discordant results were reported out to the physician(s). The samples were repeated on the same instrument. Corrected reports were issued for some results. The customer also stated discordant results were obtained for phosphorus and enzymes. The customer stated patient intervention was performed. There are no known reports of adverse health consequences due to the discordant calcium, phosphorus and enzymes results